Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to unspecified reasons a new artificial urinary sphincter 5.0 cm cuff and balloon components were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.